Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) had two cases of safe lock connectors that were leaking. Upon follow up, the patient stated the stay safe connectors were connected properly, and there was no leak during initial use of the connector. Patient stated fluid leaked from the connection and by the end of treatment there was a pool of fluid that dripped from the connector. The patient was unable to disclose the exact location of the leak. The patient uses baxter bags and no fluid leaked into or onto the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The two cases of stay safe connectors were picked up by the pdrn.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: h3: plant investigation: companion sample devices were returned to the manufacturer for physical evaluation. The companion samples were visually inspected and found that the luer lock connectors are acceptable and no damages were observed. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. During the evaluation of the samples, the alleged failure stated in the complaint was not confirmed.